Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during an infusion. No additional information is known.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.